Manufacturer narrative:
Sample was li heparin plasma that was centrifuged for 7 minutes at 3500rpm. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010, prior to the event was within specifications. A field service engineer (fse) was on-site (B)(6) 2010 and performed diagnostic service assays that met specifications. Fse performed a preventive maintenance (pm) that was due. All verification testing met specifications and no hardware issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 0.96ng/ml generated by the access 2 immunoassay analyzer that was questioned by the physician. The sample was repeated after aliquoting and re-centrifuging and gave results of 0.06, 0.06 and 0.09ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.